Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced interconnect cable, reseated pcbs and reloaded flash memory. System functioning as intended.

Event description:
It was reported that the system 9800 was only booting to 20 squares. No patient involvement or injury reported.